Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ protector p50 had fluid in the expansion chamber. No serious injury or medical intervention was reported.

Manufacturer narrative:
One sample unit was received for evaluation by our quality engineer. As the sample was contaminated with a chemotherapy drug, the sample could only be inspected through the plastic casing per policy. Through visual inspection, the needle appeared to have properly penetrated the rubber stopper. Two additional retained samples of the same lot number were obtained from the manufacturing facility for investigation. Inspection of the retained samples showed no defects, the expansion chamber expanded properly, and the hydrophobic leakage test did not reveal any signs of leakage. A device history record review did not reveal any issues during the production of lot number 1506008 that could have contributed to the reported incident. When using the protector product it is important to note that if the protector is used more than once, liquid may accumulate and oversaturate the hydrophobic filter. This oversaturation can create a pressure which prevents the proper release of air into the expansion chamber. The same pressure issue may occur if liquid accumulates within the internal face of the vial rubber stopper.

Event description:
It was reported that bd phaseal protector p50 had fluid in the expansion chamber. No serious injury or medical intervention was reported.